Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at its proximal end. A strut on the most proximal row was raised vertically. This type of damage is consistent with the stent meeting resistance when it was withdrawn from the body. No issues were noted with the balloon and tip section of the device. The tip outer diameter (od) was measured and within specification. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-03100. Reportable based on analysis completed on 25 june 2014. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous iliac artery. After a 8mmx100mm epic self-expanding nitinol stent with delivery system was implanted to the lesion, a 8.0x30x135cm express¿ ld vascular stent was then advanced to also treat the lesion. However, the device came into contact with the proximal edge of the previously deployed epic stent and resistance was encountered. It was noted that the edge of the epic stent was lifted. The 8.0x30x135cm express¿ ld vascular stent was then removed and subsequently, the physician deployed another 8mmx100mm epic self-expanding nitinol stent with delivery system in an overlapping manner and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.